Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this case reports that a revision surgery was performed eight years post op due the insert no longer been locked into the tibial component. One undated x-ray photo was provided which shows the insert anteriorly detached. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported loosening cannot be determined. The impact to the patient beyond the revision cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery had to be performed due the insert no longer been locked into the tibial component.